Event description:
During surgery, uterine manipulator broke while in use. The tip of the manipulator broke off and was retained in patient's uterus. Broken tip was retrieved with polyp forceps requiring no additional care.